Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (specific date and strength not reported) leading to device non-use. The patient's head was reportedly not wrapped as recommended by cochlear. An explant and reimplantation is planned but has not taken place at the time of this report. The implanted device remains.